Event description:
The customer received discrepant results for one patient sample tested for dehydroepiandrosterone sulfate (dhea-s), prolactin , and testosterone. The patient sample initially resulted with a dhea-s result of >1000 ug/dl accompanied by a data flag, a prolactin result of 1.72 ng/ml, and a testosterone result of 91.27 ng/dl. The results were reported to the doctor , who questioned the results. The sample was then repeated on (B)(6) 2011 on a different e170 analyzer resulting as 168.2 ug/dl for dhea-s, 12.6 ng/ml for prolactin, and 34 ng/dl for testosterone. The customer believed the repeat results to be correct. It is unknown if the patient was adversely affected based on the initial results. The dhea-s reagent lot number was 16362002 with an expiration date of 09/30/2012. The prolactin reagent lot number was 16138704 with an expiration date of 05/31/2012. The testosterone reagent lot number was 16369602 with an expiration date of 05/31/2012. The field service representative was unable to determine a cause for the event. He completed measuring cell replacement on channels one and two. He completed system volume check, high voltage adjustment, initial blank cell, and performance testing. Performance testing was successful and within roche specifications. He observed the measuring cells, fluidics, and sampling performing correctly and per manufacturer specifications. A roche field application specialist ran calibrations and quality control, all were ok.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Quality controls were within specification. No reagent issue is evident. No adverse events have been reported.